Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The customer reported that the autopulse platform (s/n (B)(4) did not power on using autopulse li-ion battery (s/n unknown). The customer did not provide any further information but requested zoll to evaluate the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR # (B)(4) for autopulse li-ion battery (s/n unknown).

Event description:
During a shift check, the autopulse platform (s/n (B)(6)) did not power on using autopulse li-ion battery (s/n unknown). The customer did not provide any further information but requested zoll to evaluate the autopulse platform. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2022-01643 for autopulse li-ion battery (s/n unknown).

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H4 (device manufacture date) was updated. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information. The reported complaint that "the autopulse platform (s/n (B)(6)) did not power on using autopulse li-ion battery (s/n unknown)" was not confirmed during functional testing. The customer did not specify the battery serial number, nor did they return the battery used at the time of the event to zoll. The autopulse platform was able to power up normally during functional testing using known-good test batteries, and the reported complaint was not replicated. The autopulse platform functioned as intended at zoll. The most probable root cause of the customer's reported complaint is due to the li-ion battery used at the time of the event. During visual inspection, the platform's top cover was observed cracked. The noted physical damage was unrelated to the reported complaint and appeared to be the characteristic of harsh impacts due to user mishandling. The top cover was replaced to address the issue. The archive data review showed no significant discrepancies or errors. The autopulse passed the initial and all subsequent functional tests without any fault or error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was also performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.